Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised to address osteolysis and elevated ion levels. Doi: (B)(6) 2009 dor: (B)(6) 2014 (right hip) moderately active. The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/18/2016: litigation received. Litigation also alleges pain, discomfort, stiffness, elevated metal ion levels, and decreased rom. The stem is being added to the complaint for alleged high metal ion levels. This complaint was updated on: 3/30/2015.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 8/10/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports metallosis. The revision surgery notes reported corrosion debris at the trunnion. Medical records report that the patient fell. Part/lot number provided for stem.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and femoral head. Per procedure, this device(s) is exempt from device history record review. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
The patient was revised to address osteolysis and elevated ion levels.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Added lawyer and updated associated contact.